Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited sense b noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the smartpass feature in this subcutaneous implantable cardioverter defibrillator (s-ICD) was found to be disabled. Rhythmcare reviewed previous data from the device and recommended reprogramming the device to the secondary vector. This device was subsequently reprogrammed to the secondary per guidance from rhythmcare. Additional information includes indication that the feature being disabled was due to suspected sense b node impairment. This device remains in service. No adverse patient effects were reported.